Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced recurrent ventricular tachycardia leading to multi-organ failure and death. Patient was treated medically and with multiple temporary mechanical organ support mechanisms such as crrt, rvad, and ECMO. It was reported that the patient expired in the hospital as family withdrew care. The hvad pump (B)(4) was not returned to the manufacturer for analysis as it remains implanted post-mortem. Therapeutic center does not believe the reported event was related to the device. Death, cardiac arrhythmias, right ventricular failure, and multi-organ failure are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these types of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned.

Event description:
It was reported that approximately fourteen months after left ventricular assist device (lvad) implantation the patient was admitted to the hospital with recurrent ventricular tachycardia (vt) and multiple implantable cardiac defibrillator (ICD) shocks. There were multiple cardioversion attempts and multiple antiarrhythmic infusions. Multiple system organ failure (msof) resulted and included ischemic hepatitis, acute renal failure (arf) requiring continuous renal replacement therapy (crrt), altered mental status, pulmonary failure, and generalized sepsis. A right heart catheterization (rhc) was performed due to worsening organ failure. The patient was later placed on right ventricular assist device (rvad) extracorporeal membrane oxygenation (ECMO) due to right ventricular failure (rvf) and was admitted to ICU. The patient remained on full support and experienced unresolved msof with no signs of cardiovascular recovery. The family was consulted and requested to de-escalate care by turning off vasoactive drug and lvad/rvad. Patient expired approximately two months after initial admission. It was reported by the physician that the device was not related and an autopsy was not performed; therefore, the pump was not explanted. Peripherals were discarded by the site per their protocol and will not be returned.